Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl at the time of the incident and was treated with food. The customer had a low blood glucose not really low in the 50 mg/dl - 55 mg/dl. The customer ate carbohydrates. Later, their blood glucose was in the 300 mg/dl. The customer¿s other blood glucose was 291 mg/dl, 191 mg/dl, and 161 mg/dl. The customer stated that the sensor went again. It said change sensor and it said sensor glucose updating. The customer kept getting alerts and disconnected the transmitter and put on the charger and recharge transmitter. The customer was unable to perform troubleshooting on the insulin pump for a low blood glucose. The customer reported that they did not receive a calibration not accepted alert. The customer reported that the consecutive sensor alerts with different sensors. The customer was unable to run test on transmitter. The device will not be returned for analysis.